Event description:
A customer obtained erroneously high troponin (accutni) results for one patient. The results were reported out of the lab. The specimen was re-tested on a different instrument and a lower result was generated. Patient was admitted to the hospital for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was plasma collected in a lithium heparin tube with a gel barrier. Qc and system check were within specifications. A field service engineer (fse) was dispatched: the fse performed a carryover procedure on the cta with good results. The fse conducted a diagnostic testing which failed. The fse serviced the instrument, replaced parts and then repeated the diagnostic testing with good results. Although hardware issues were addressed, a definitive root cause for this event was not determined. A malfunction will be assumed for the purpose of this report.